Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site events on 07-jun-2024. Infusion set has not been used for 72 hours. Insertion site was abdomen. Customer regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.